Event description:
It was reported that stent damage occurred. The 80-90% diffiusively stenosed target lesion was located in a severely calcified proximal and mid left anterior descending artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment but the stent could not cross the lesion due to severe calcification. However, after withdrawal, it was found that the tip of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: a promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no evidence of any damage to the stent struts. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Initial reporter facility name: (B)(6)

Event description:
It was reported that stent damage occurred. The 80-90% diffiusively stenosed target lesion was located in a severely calcified proximal and mid left anterior descending artery. A 32 x 3.00mm promus premier drug-eluting stent was advanced for treatment but the stent could not cross the lesion due to severe calcification. However, after withdrawal, it was found that the tip of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported.